Event description:
It was reported that "the captive twist tip broke off in the screwhead of the capscrew in the trident shell. Tip could not be removed, left in pt."

Manufacturer narrative:
The result of the investigation indicates that the captive twist straight driver was used to tighten the screw. As a result, the driver tip was torsionally loaded causing driver tip to fracture in torsional shear. It should be noted that the captive twist driver is only intended to initiate a screw or plug into the shell. Only a standard t-20 driver, cat 2107-101x, should be used to torque a screw or plug into the shell. If additional info becomes available a supplemental report will be issued.